Manufacturer narrative:
The user facility's biomed technician was informed by personnel who were present during the time of the event that an object was placed on the table base of the 3085 sp surgical table prior to the reported event. A steris service technician arrived onsite and observed the object to still be present on the base of the 3085 sp surgical table. The technician inspected the table and found damage to the table's column shrouds. The technician removed the table from service and is pending repairs. The amsco 3085 sp surgical table operator manual states (pg.6), "warning - personal injury and/or equipment damage hazard: storing items on table base may result in equipment damage causing inadvertent tabletop movement placing patient and/or user at risk of personal injury. Do not use table base for storage." The technician counseled the user facility on the importance of not storing items on the table base. A follow up MDR will be submitted upon repairs being made.

Event description:
The user facility reported that during a patient procedure their amsco 3085 sp surgical table was commanded to lower in height and contacted an object that was stored on the base of the table subsequently causing both the table to not respond and patient injury. It was not disclosed if medical treatment was administered.

Manufacturer narrative:
The steris service technician replaced the column shroud and support bracket, tested the unit, confirmed it to be operating according to specifications and returned to service. No additional issues have been reported.